Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the patient presented experiencing a headache, dizziness and nausea. The patient's urine was tested on the consult hcg dipstick test x2 and received a positive result x2. Serum quant was performed and provided a result of <1 miu/ml. The patient was not treated for any of the presenting symptoms and was sent to the emergency department for evaluation due to the patient having an implanon birth control implant in her left arm. No further information was provided.